Event description:
The customer's event occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction (gap between the acoustic lens and the ultrasound probe) occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up / down / right direction did not meet the standard value due to wear of the angle wire. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the air / water cylinder had discoloration, the suction cylinder had discoloration, switch 1 had a cut, water tightness was lost due to a deformation of the scope connector, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable, the displayed ultrasound image was defective due to damage on the acoustic lens, the adhesive around the objective lens had wear, the adhesive on the bending section cover had a discolored area / chip, the play of the up / down / right / left knob was out of the standard value due to wear of the angle wire, and the universal cord had buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had angulation problems. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.